Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker was reset and the power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had sparks from the power outlet and would not turn on. No pt injury was reported.